Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed, openings on the device. Capsular contracture: unable to observe, since it is not related to the device. Anxiety-product/procedure: unable to observe, since it is not related to the device. Particles in valve: no observed particles in valve.

Event description:
Healthcare provider reported, a left side. "Patient has textured saline implants. Recently noticed, a change in the size of breasts, suspect leaking. Patient also has capsular contracture, baker grade iii". Healthcare provider, additionally noted, "creases" and "particles in valve". The device has been explanted.

Event description:
Healthcare professional reported, left side "textured saline implants. "Recently noticed, a change in the size of breasts". "Suspect leaking". And capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Capsular contracture, baker grade iii.